Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note 1: manufacturer contacted customer in a follow-up call on 08-jul-2021 to ensure the customer's condition had improved - able to establish contact with mother who stated customer was currently in the hospital, the diagnosis was dka. Mother stated she had taken customer to the hospital after the initial call. Note 2: manufacturer contacted customer in a follow-up call on 12-jul-2021 to ensure the customer's condition had improved - able to establish contact with mother who stated customer had been discharged from the hospital and that customer did not have any diabetic symptoms at the time. Mother declined to provide further information. Mother stated the replacement products resolved the initial concern.

Event description:
Consumer reported complaint for error message (e-5). Mother is calling on behalf of the customer, her (B)(6) daughter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/21/2022 and test strips were opened less than one month ago. During the call, a blood test was performed by the customer and produced e-5 error using true metrix meter. After performing the blood test on the call, the customer began to vomit; mother stated she believed customer's blood glucose was high. Medical attention was not needed at the time of the call.

Manufacturer narrative:
Sections with additional information as of 13-sep-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.